Event description:
It was reported that the device was reprogrammed; post-paced t wave oversensing recurred. Technical support was contacted and additional reprogramming was anticipated. The patient was stable and will continue to be monitored.

Event description:
It was reported that post-paced t wave oversensing was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.